Manufacturer narrative:
Event date: the event occurred the "previous week". (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a valve set was faulty. The reporter stated that the valve set was not sealing on the lipid inlet. When the bags were pumped with zero lipid content, lipid was leaking internally into the bag. There was no patient involvement. No additional information is available.